Event description:
Customer reports, a drain bag stuck causing backflow. The pt tried to deal with it himself, but after a few days he sought treatment due to pain. The pt rec'd antibiotics and pain pills for an unnamed infection.